Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material, the root cause of why it remained in the device, and the cause of the gap in the adhesive area could not be definitively determined. This event is detectable and preventable by handling device in accordance with the following IFU: chapter 3, page 67: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, foreign objects were observed on the duodenovideoscope's air/water tube, and air/water cylinder. Additionally, there was a gap in adhesive area between z-block and distal end. There was no patient involved.